Manufacturer narrative:
Concomitant medical products: product ID neu_adaptor_acc, lot# unknown, explanted: (B)(6) 2019, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had a pocket adaptor and after replacement on (B)(6) 2019, the impedances were resolved. There were no falls associated with the event, and it was unknown if palpating the system invoked any symptoms or changes in impedances.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), explanted: (B)(6) 2019. Product type adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned adapter (model: 64002, lot: unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis determined that there was a short between the #6 and #7 conductors in the body of the adapter under dry conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an impedance problem was noted 3 months prior to the report, recorded with the clinician programmer. This was accompanied by an observation that the patient's symptoms have gotten worse. The initial impedance check prior to that time showed that impedance was normal. The impedance was checked again recently with the following results. When the patient was in a sitting position the impedance was found to be normal on the clinician tablet. When checked with the clinician programmer, low impedance of 37 ohms was noted on contact pairing 6 <(>&<)> 7, and each of those contacts individually were half (now 385 ohms) of what they measured on the tablet. The patient was then checked in the lying down position. The impedance was then found to have been normalized on the clinician programmer, however the tablet showed low impedance on several contacts. The impedance was then rechecked with the programmer, and the impedance was found to be low on 2 different contact pairings (6 <(>&<)> 7 at 17ohms, and 1 <(>&<)> 2 at 138 ohms), and the impedance decreased on several contacts again as well. No further complications were reported or anticipated.